Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and single leaflet device attachment appear to be related to both patient morphology/pathology (prolapsed leaflet and dilated annulus) and procedural conditions due to the difficulties with visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the patient presented short of breath. Visualization and grasping the leaflets was a challenge, but the first mitraclip was implanted; however, while preparing the second clip, it was noted that the first remained attached to only the posterior leaflet (single leaflet device attachment/slda). Two additional mitraclips were implanted which stabilized the first clip and further reduced mitral regurgitation (mr) from grade 4 to 2. The following day, per echocardiogram, mr was 1-2 and the pre-procedure shortness of breath had resolved. The patient was discharged home. No additional information was provided.